Manufacturer narrative:
Concomitant medical products: product ID 3531, product type: external neurostimulator. (B)(4).

Event description:
A trial patient and a friend or family member of the patient reported the trial started on (B)(6) 2016 and she started with the left site. Therapy was helping with the bladder symptoms until she woke up the next morning and felt a burning sensation on the skin as well as a return of bladder symptoms and a loss or change of therapy. She didn¿t feel stimulation at all and thought she pulled the wire out. The patient said she was a crazy sleeper; she started sleeping on her stomach but was all twisted up in the morning. She contacted her healthcare provider and was recommended to switch sides. However, she was concerned the same thing would happen to that side. Stimulation using the other side was in the wrong area. She felt stimulation more on her skin and not in the bicycle seat area. She also felt ¿more like little shocks¿ instead of stimulation. She could barely feel any stimulation unless she increased it very high. The patient tried the right side and everything was working all day long until she went to take a nap. After her nap, she had a return of symptoms like she had prior to the trial. She was not feeling stimulation on the right side so she went to increase the stimulation, but then felt stomach pain. The patient turned stimulation down so she wouldn¿t have stomach pain, but then didn¿t feel stimulation. The patient¿s healthcare provider reported that the patient was provided reassurance to resolve the loss of therapeutic effect, burning sensation, and stomach pain when stimulation was increased. The cause of the event was unknown. No product information was reported regarding this event. Additional information was requested but no additional information was able to be provided.